Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing set was separated in the package. There was no patient involvement.

Event description:
It was reported that the IV tubing set was separated in the package. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d4,h4.